Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the therapy wasn¿t going to where it should be since (B)(6) 2018. The patient reported that she was in a car accident on (B)(6) 2018 and it could be related to the issue. The patient requested a manufacturer¿s representative (rep) to reset her settings. The patient stated that the healthcare provider (hcp) wanted to do imaging before they bring a rep to adjust stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they didn¿t have the results of the x-ray yet. The rep reported that they were able to get the patient better coverage at the appointment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the healthcare professional. It was reported that the circumstances that led to therapy not going to where it should be were physical trauma (back strain), secondary to a motor vehicle accident. Steps taken to resolve the issue were nsaids, muscle relaxers, ice/heat therapy, massage and stretching. The issue was not resolved. Patient's weight information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer's representative. It was reported that the patient was in a car accident, and felt a change in their stimulation. The patients stimulation moved from their legs to their ribs. The impedances were tested and were normal. The patient was reprogrammed and groups were given to cover pain better than before, but it still was not like before the accident. The patient is getting a follow-up x-ray to see if the lead moved or not. No further complications were reported or anticipated.